Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they complained that the jaws were malformed and forming teardrop shape and scissored clips. They opened a total of four clip appliers, the first three all had the same issue. The fourth one worked correctly to complete the case. There were no adverse consequences for the patient.